Event description:
Analysis of the returned device found the coil was broken. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found that the pusher wire was kinked in two locations. The coil was noted to be detached from the pusher wire and lodged inside the introducer sheath, approximately half way from the introducer sheath distal tip. Microscopic inspection of the pusher wire found the detachment zone was extended from the introducer sheath with no coil attached. The core wire was also noted to be bent. Microscopic inspection of the coil found the external suture to be discolored, degraded and flaking from the coil. Remnants of the degraded suture remained in the introducer sheath. Further analysis was performed on the degraded suture material on the coil and the introducer sheath. The material contained fibrous deposits that were most likely residues from the degradation of the external suture. The remaining fibers were highly degraded and exhibit microfractures that indicative of embrittlement. Energy dispersive x-ray analysis of this material found the presence of iron and chrome that were associated with the discoloration. Sodium and chlorine were also present. The presence of sodium indicates that the device was flushed with saline, as instructed in the directions for use. Chlorine is not used in the manufacturing process so this probably came from some other solution, like a disinfectant, that the device came in contact prior to its return. It could not be established if the user facility had exposed the device to a chlorine containing solution. Based on the information and the investigation, it was concluded that operational context was the most probable cause of the coil breakage.